Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed there was no sound at the bedside when the speaker malfunction inop occurred. The rse determined that the speaker failed. Based on the information available, the cause of the reported problem was the speaker. The customer was instructed to replace the speaker.

Event description:
It was reported that the intellivue patient monitor mx800 had a "speaker malfunction" inop. There was no sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.